Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. When the catheter was first received at boston scientific's post market laboratory it was visually inspected, and it was noted that one of the splines was inverted. A known good guidewire was then inserted through the catheter, and it was functionally tested, all deployment configurations were successfully achieved. There was no resistance felt when deploying or undploying the catheter or when advance or withdrawing the guidewire. The reported difficulties with the guidewire and withdrawing the catheter were not confirmed. It was determined that the cause of the spline inversion would have been traced to device design.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, there was difficult to advance the guidewire on the back table, when it could be advanced through the device the procedure proceeded, however a spline inversion was noted when it was opened to basket in the la. It was tried to spinning the catheter in sheath but the inversion could not be reversed, therefore the device was removed from the patient, hemostats were used to force back to neutral, however it would not go to neutral position from basket. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that the catheter would not go back to undeployed state after it was in basket. Dr gupta had a hard time getting the catheter back into the sheath. He was able to get it in the sheath and remove from the body. The spline inversion was hard to get the spline back to original position. Dr gupta tried to pry it out of the inversion but it wouldn't go.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, there was difficult to advance the guidewire on the back table, when it could be advanced through the device the procedure proceeded, however a spline inversion was noted when it was opened to basket in the la. It was tried to spinning the catheter in sheath but the inversion could not be reversed, therefore the device was removed from the patient, hemostats were used to force back to neutral, however it would not go to neutral position from basket. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that the catheter would not go back to undeployed state after it was in basket. The physician had a hard time getting the catheter back into the sheath. He was able to get it in the sheath and remove from the body. The spline inversion was hard to get the spline back to original position. The physician tried to pry it out of the inversion but it wouldn't go.